Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon evaluation, the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.